Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the atrial leadless pacemaker (lp) was stretched. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of helix stretch was confirmed. The leadless pacemaker was returned for analysis. Visual inspection of the device found the outer helix stretched. This is consistent with procedure damage. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.